Event description:
On october 24, 2006 the lay user/reporter (patient's sister) contacted lifescan alleging an "apply sample" issue with the patient's one touch ultra meter. The medical affairs specialist (mas) sent a letter on november 2, 2006 requesting the patient/reporter to contact lifescan since neither can be reached by telephone. The mas listened to the call between the reporter and the customer care advocate to obtain/verify the following information. The patient sought medical attention two days because the meter was not working. The reporter did not specify what type of treatment she received during each visit but stated that the patient went to the hospital because the reporter felt that the patient was "acting funny and confused" and possibly had low blood glucose levels. On the first day (4pm), the patient went to the hospital and obtained a blood glucose result of "91 mg/dl" on an unspecified device. The next day at 9am, the patient went to the hospital again where she obtained a "40 mg/dl" on an unspecified device. The patient also had a cat scan and urine tests at one of the hospital visits, which all came back normal but was told that her blood glucose levels were low. The reporter stated that the patient left the hospital with a "120 mg/dl" blood glucose result but did not specify the date. It would be helpful to obtain the following: how long the patient was unable to test due to the reported issue, when her symptoms started, if the patient made any recent changes to her diabetes care, the patient's testing frequency and medication regimen, and if the patient administered self-care after the attempted use of the meter. The mas verified that the patient did not take glucose after the attempted use of the meter, which was originally noted by the cca. The customer care advocate noted that the incorrect testing technique was used to apply the blood to the test strips. The cca walked the reporter through a test and the issue was resolved with training. However, this complaint is being reported because the patient was unable to test while experiencing symptoms. She was taken to the hospital on two consecutive days and diagnosed with low blood glucose symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.